Event description:
It was reported that air embolism and st segment elevation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 27mm watchman flx laa closure device and delivery system was inserted. During insertion of the wds into the was, air was visualized via transesophageal echocardiogram (tee) in the laa. They was used to aspirate the air out. The patient experienced a decrease in blood pressure and st segment elevation. Norepinephrine was administered. The air resolved, the patient stabilized, and the team continued with the procedure. The 27mm wds was exchanged for a 24mm wds which was successfully implanted. The physician suspects the source of air was due to inadequate bleed back on the was prior to insertion of the wds.